Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose ws unknown mg/dl. The customer is unable to do troubleshooting because he is at work and he doesn't have the insulin pump with him. Customer will call back when he gets off work.